Manufacturer narrative:
Investigation in progress. No additional information available at this time.

Event description:
It was reported that, "patient complaining of having pain and the cup was loose." Patient was revised.